Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The event was manifested by fever and cloudy effluent. The cause of the peritonitis was not reported. The patient was hospitalized for the event. The patient received unspecified treatment (not further specified) for peritonitis. Seven days after the event onset, the patient's pd catheter was removed and the patient was switched to hemodialysis therapy. The patient continued to receive unspecified treatment (not further specified) for peritonitis. The patient is expected to be on hemodialysis for six to eight weeks. The patient's recovery status and outcome of the event were not reported. No additional information is available.